Event description:
During receipt inspection of the olympus, model ch-s200-xz-ea, hd 3cmos autoclavable camera head, performed by olympus, the error "e226" occurred. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found error e226, scope communication error occurred and no image was present. The investigation is ongoing and the root cause of the problem cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the cause of the e226 error was likely from a failure of the scope socket. The specific root cause of the faulty scope socket could not be determined at this time. The following information is stated in the instructions for use: "never use the video system center if an irregularity is observed. Damage or irregularity of the video system center may compromise patient or user safety and may result in more severe equipment damage." Olympus will continue to monitor field performance for this device.